Event description:
They noticed that the hub was broken when they were trying the key, before coming past the catheter. The crack was noted during removal of the device from the package. The device was pulled from the packaging by the hub. The device was prepped according to IFU. They did not attempt to flush the sds or connect the indeflator, because the hub was broken. The device was not used in the patient.

Manufacturer narrative:
The product is available, but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.